Event description:
It was reported by rep that when the devices, one with original cartridge and one with reload cartridge, were used during a laparoscopic assisted vein harvest procedure, they did not cut. Another device was opened and the case was completed. There was no consequence to patient.